Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately 10 months post implant. Details regarding the reason for explant are unavailable and there was no allegation associated with this device. Subsequently, the device was retrieved from archives for additional investigation.